Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed a malfunction of flexvision pc resulted in the system to stop booting. The philips engineer has reseated the disks and disk bay of the flexvision pc, which temporarily solved the issue. However, the same issue reoccurred on (B)(6) 2023 and fse switched on the system manually which solved the issue and the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura xper fd20 system did not start and ended at 00:00. A cold restart was attempted, but this action did not bring the device back to functionality. The system was not in clinical use at the time of the event and no harm has been reported.